Manufacturer narrative:
This report is for an unk - screws: locking: calcaneal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: franke j, et al (2014), intraoperative three-dimensional imaging in the treatment of calcaneal fractures, j bone joint surg am, volume 96, pages e72(1-7), (germany) the objective of study was to analyze the percentage of patients in whom intraoperative three-dimensional imaging leads to intraoperative revision and whether the avoidance of an intra-articular step-off or gap influences clinical outcome. From august 2001 to june 2009, 377 calcaneal fractures were assessed. Following open reduction and plate fixation, a check was conducted by fluoroscopy including the standard views. If the fluoroscopy findings were classified as correct by the surgeon, an intraoperative three-dimensional check was performed. The intraoperative revision was performed in 152 fractures. All fractures were fixed with an unknown synthes calcaneal locking plate. An unknown ao distractor was also used. For the clinical evaluation, all patients with sanders type-ii and iii fractures who were seen from october 2002 to january 2006 were included. A total of 89 patients were included in the study: of those, 75 patients (10 women and 65 men with a follow-up rate of 84.3 percent) who had 77 calcaneal fractures were followed for a mean of 46+/-13 months (range, 24 to 67 months). All fractures were fixed with an unknown synthes calcaneal locking plate. An unknown ao distractor was also used. The patients were divided into 2 groups. Group 1 included those with successful anatomical reconstruction of the joint surfaces or a minimal step-off or gap of less than 2 mm. Group 2 included those with a residual step-off or gap of 2 mm or more on at least one joint surface. All four joint surfaces were assessed retrospectively using axial, semicoronal, and sagittal reconstructions of the final intraoperative three-dimensional scan. A total of 42 fractures were assigned to group 1, and 35 fractures to group 2. Complications were reported as follows: intraoperative revisions: a total of 74 revisions due to fracture malreduction. 59 were revised due to isolated fracture malreduction. 13 were revised due to fracture malreduction and intra-articular screw. 2 were revised due to fracture malreduction and other screw. 65 were revised due to intra-articular screw. 46 were revised due to isolated intra-articular screw. 6 were revised due to intra-articular screw and other screw. 31 were revised due to other screw. 23 were revised due to isolated other screw. 1 was revised due to plate change. Group 1: 4 patients had grade 1 osteoarthritis. 17 patients had grade 2 osteoarthritis. 12 patients had grade 3 osteoarthritis. 5 patients had grade 4. Group 2: 35 fractures had residual step-off or gap of 2 mm or more on at least one joint surface. 1 patient had grade 1 osteoarthritis. 6 patients had grade 2 osteoarthritis. 21 patients had grade 3 osteoarthritis. 6 patients had grade 4. This report is for one (1) unk - screws: locking: calcaneal. This is report 2 of 2 for complaint (B)(4).